Event description:
During attempted implant, high capture threshold and p wave amplitude variation were observed on the right atrial (ra) lead. The helix of the ra lead failed to extend. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were for high capture threshold, p wave amplitude variation, and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found the inner coil to be over torqued at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region, consistent with procedure damage. The reported events for high capture threshold and p wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.